Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2018; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported a return of their pain symptoms that they felt the therapy was no longer addressing since sometime in 2024. Patient reported they fell once mid to end of january and a second time on june 9. Patient reported xrays were done which showed the leads had migrated up and, as a result, the manufacturer representative (rep) did reprogramming and patient switched therapy from group b. Patient reported that since the reprogramming their implant battery is draining super fast and they are charging twice a day which they have never had to do before. Patient mentioned they can't even get through a full 12 hours without having to charge, at this point. Agent confirmed no visible damage to recharger and reviewed with patient that ins battery depletion is based off of therapy settings and usage. Agent redirected to hcp to further address as needed.

Event description:
Additional information was received from the patient reporting that they are assuming the cause of the lead migration was due to falls they had twice this year. It was reported that they are trying to set other programs to see if that would bring relief and resolve the issue, but noted that surgery would be their last resort. The rep programmed 2 new settings, but the patient stated that they didn't like them so they would be calling next week so they could try again.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.